Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken. A definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: it was confirmed that instructions for ltf-s190-5/10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ and chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ describe how to inspect for the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endo eye flex deflectable videoscope displayed green on the lower right screen. The event occurred during a therapeutic procedure and the same device was used to complete the operation. There were no reports of patient harm.